Manufacturer narrative:
Additional suspect medical device component involved in the event: model: sc-2408-56 serial: (B)(4), description: avista MRI perc lead kit, 56 cm.

Event description:
A report was received that the patient developed inflammation at the lead insertion site. The patient also felt intense shooting pain at the lead insertion site when the stimulation is turned on. The patient was reprogrammed but the symptoms were not alleviated. The patient was advised to keep the stimulation off which does alleviate the shooting pain. The physician assessed there was no infection. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a lead revision procedure wherein the leads were repositioned. Electrocautery was used during the procedure. The cat scan showed no abnormalities. The patient is stable post-operatively. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001) (when we know electrocautery was used in the initial).

Event description:
A report was received that the patient developed inflammation at the lead insertion site. The patient also felt intense shooting pain at the lead insertion site when the stimulation is turned on. The patient was reprogrammed but the symptoms were not alleviated. The patient was advised to keep the stimulation off which does alleviate the shooting pain. The physician assessed there was no infection. The patient will undergo a revision procedure.